Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that I would like to inform you that a similar incident occurred at our site on (B)(6) 2026. Unfortunately, neither the syringe nor the lot number is available. It was reported that nursing staff reported a suspected leak of the medication fentanyl. The leak is believed to have occurred from the rubber seal on the syringe plunger.